Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of an implantable pulse generator (ipg) and an implanted absorbable envelope, an infection occurred. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.